Event description:
On (B) (6) 2010, patient reported she received an e4 (occlusion) error last night and this morning while attempting to deliver a bolus. Patient stated this resulted in a cancelled bolus. Patient reported she feels like her blood glucose may be elevated because she feels like her heart rate has increased which is a common symptom for her. Patient's target blood glucose range is 125-130 mg/dl. Patient stated she has not tested her blood glucose yet this morning but her readings were normal last night. Patient reported the infusion tubing and infusion site were last changed on (B) (6) 2010. Advised to change infusion site every 2-3 days. Patient stated the infusion adapter has never been changed. Advised to change the infusion adapter with every 10th cartridge change. Had patient confirm the error, place the infusion device in stop mode, disconnect from the infusion site and prime the infusion set; insulin emerged from the tubing successfully. Advised patient to change the infusion site. Patient changed the site, reconnected the infusion tubing, placed the infusion device back into run mode and bolused 11 units of insulin. Patient reported infusion device delivered bolus with no occlusion error. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.